Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient normally felt tingling in their left leg, and that feeling improved their pain, but for a week the patient had no tingling sensation any longer. They saw orange impedances on contact 0 and 3; impedances were elevated. When the patient tried to increase stimulation, the patient was not able to do so. On (B)(6) 2024, stimulation stopped completely. The lead was replaced on (B)(6) 2024 and the event required in-patient hospitalization. It was noted that the issue was resolved without sequelae. Additional information received. It was reported that the cause of the issue was determined to have been due to the lead.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# b0450012k explanted: (B)(6) 2024 product type lea d section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: 15-sep-2010, UDI#: (B)(4) g2: the country of origin is belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.